Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The service representative retrieved the log files and checked the fuses and connections, reloaded the software and formatted the cine drive. The system was tested and found to be working as intended and put back into service.